Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. The lancet would stay in her finger, but she did not require any treatment. The lancet did not break off in her finger, she was able to pull it out. She stated this started to happen about 2 weeks ago. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.